Event description:
It was reported, the patient underwent a lead revision due to wires breaking after implant.

Event description:
Additional information received reported there were no problems with the leads. Impedances were normal. The patient was receiving effective stimulation as needed. There were no plans for revision or replacement. It was unclear if there was surgical intervention that occurred as the reported information per the patient was conflicting with the rep's follow-up information.

Manufacturer narrative:
Product ID 3998, lot# la9889, implanted: 2002 (B)(6); product type lead product ID 7495lz40, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495lz40, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient. (B)(4).